Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of constant air-in-line through the history log, but could not reproduce it during eval. Eval was unable to determine a cause for the air-in-line alarms. The upstream sensor was found to be operating within spec. The upstream sensor was replaced as it is a known contributor to false air-in-line alarms.

Event description:
It was reported that a spectrum pump alarmed a constant air-in-line alarm. It was reported that this occurred during biomedical testing. It was also reported that there was no pt injury.